Manufacturer narrative:
The reported events stylet cannot be inserted was confirmed. As received, a complete lead was returned in one-piece. Visual examination found the stylet used at the procedure inserted/stuck inside the lead. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. Due to the over torqued inner coil inside the connector region the stylet used at the procedure could not be removed. The cause of the reported events was isolated to the over torqued inner coil inside the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted with the exception of procedural damage.

Event description:
It was reported that patient presented for implant procedure. During the procedure it was noted the stylet would not enter the atrial lead. The procedure was completed using different atrial lead. The patient was in stable condition.